Event description:
Information was received indicating that a firmware mismatch error occurred to a smiths medical medfusion® 4000 wireless syringe infusion pump during a security patch update. The complaint has not been resolved and will need to be returned. There were no reported adverse effects.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump noted the top and bottom cases were in fair condition. Review of the event log noted firmware mismatch. The power up process was tested and confirmed the reported firmware mismatch problem. It was found that the interconnect board was not working as intended. There was no physical damage or contamination to the interconnect board so the cause of the problem was unable to be determined. The interconnect board was replaced. Following repair, the pump passed functional and delivery accuracy testing within manufacturing specification. Based on the evidence, the complaint was confirmed. The root cause was unable to be determined.